Event description:
I did brightocular artificial iris implant in (B)(6) 2013 in (B)(6) by doctor (B)(6) at (B)(6) eye care. Reason I am writing is the company which gave the artificial iris implant is brightocular which also has name as steller devices, (B)(4) this is their site: (B)(4). I paid them (B)(6) for doing this procedure. They are doing this on a sympathetic tone by projecting this procedure for aniridia, heterochromia, but they are purely doing this for cosmetic purpose as you can see this in their (B)(6) channel brightocular. Sad thing is after 3 years in (B)(6) I came back with severe cornea edema and glaucoma. I am very sad by this event and these people are saying that they are waiting for FDA approval for this cosmetic iris implant. Many celebrities from USA also did this like (B)(6), (B)(6). I am begging you to take action against these guys since they are making many healthy people's vision blind. Please check (B)(6) videos. Many people do this for (B)(6) u.s. Dollars and they do surgeries in (B)(6), etc. But implant supplier who take 1000's of dollars are (B)(6), (B)(4).